Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that before device implant, while preparing the implantable cardiac monitor, it was unable to be interrogated. Two different programmers were used to interrogate the device without success. Upon interrogating another device, interrogation was successful. The device was not used.

Manufacturer narrative:
No conclusion code available. Final analysis found the reported field event of unable to be interrogated was confirmed in the laboratory. Attempts to save the device image were not successful due to lack of communication. The communication issue could not be reproduced and the cause is undetermined.